Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced increased fos (unspecified medical condition) about 4-5 weeks after a convective radiofrequency water vapor thermal therapy procedure, which was performed on 7/3. The patient discontinued taking finasteride, and his dose of flomax was reduced by half approximately 6 weeks after surgery. Then, he underwent a cystoscopy procedure, but he feels in worse shape than he was before.